Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said during the trial their symptoms were solved but since implant their baseline symptoms have not improved at all. Pt explained their symptoms: sometimes they feel the need to go but cannot go at all and sometimes it takes like a half hour to pee and instead of a strong stream it comes out like a dribble or a weak stream. Pt said during the trial they had just one program, now, they are on program 3 and they have increased stim to 2.3 volts but instead of helping they feel stim while sitting down all the way down to their ankle. Reviewed interstim, stimulation information. Pt asked if it is possible the lead moved. Reviewed information asked pt if they had any falls or traumas other medical tests pt said no. Pt said this lead is not the same lead that was used during the trial, that was a temporary. Reviewed interstim information redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.